Event description:
It was reported that during an attempted implant, lead dislodgement was observed. After repositioning the lead, it dislodged again. The lead was not implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.